Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing on the atrial lead. No changes or intervention was performed. The patient condition was stable.